Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle did not retract when safety activation button was pushed. Hcp needlestick injury occurred using product.

Event description:
Event date updated.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 392533 and lot number 3109164. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.